Event description:
In 07/2003, the manufacturer (MFR. Received a letter from the pt's family member. The letter states that the device was implanted in 2002. In 2002, the pt was admitted to the hospital with an infection, and was hospitalized for 3 days. In 11/2002, pt was again admitted to the hospital with severe back pain. This condition had nothing to do with the diabetic problems. On 11/2002, pt was admitted to ICU with a suspected stroke; however, tests were performed and did not verify that a stroke had occurred. During the next few days, many different tests were run to determine what was causing their health to deteriorate. In 11/2002, pt became unresponsive to any stimulus. The device was removed in 2002, because the white blood count was still in the 47,000 range. In 11/2002, the tests showed that pt had suffered multiple strokes. In 11/2002, pt expired. The death certificate listed cva as the #1 cause of death, and listed sepsis as the #2 cause of death. Although strokes were listed as the primary cause of death, doctor is convinced that the device was a major factor in the death. The pt's family member requested a response from the MFR as to what the MFR is doing to correct this problem. No further details were provided.